Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for post-surgery follow up in clinic. It was noted that the right atrial lead had dislodged. The cause of this was unknown. Therefore, the physician elected to cap and replaced the lead on (B)(6) 2021. The patient had no adverse consequences due to the event.